Manufacturer narrative:
Dr. Implanted agv and closed the conjunctiva, but aqueous humor leaked out from conjunctiva. He decided to have ligature at the tube with a vicryl suture to get time delay till the conjunctival wound healed. He tightened the tube by 8-0 vicryl and noticed that the tube was cut at the ligature portion. He explanted the agv and implanted a new agv without the ligature. The device history record for the lot reported was reviewed and no issues were observed. IFU was reviewed and it states that tampering with the valve can cause malfunctioning of the valve. The agv is not designed to be ligated and is not an indication on the IFU.

Event description:
The tube was cut by 8-0 vicryl suture.